Event description:
During a transfemoral tavr procedure, a 29mm sapien xt valve was deployed in a 40:60 aortic/ventricular position. The patient¿s pressure did not recover and the team noticed the sapien xt obstructed the right coronary artery. Also, a small rupture near the ncc was observed on echo. A small pericardial window was opened to drain blood from the rupture. The rca was wired and a coronary stent was implanted. The patient started to develop right sided heart failure and a second coronary stent was implanted in the rca. The right heart failure did not resolve and the patient then went into ventricular fibrillation. The patient coded and was placed on a bypass pump while the chest was opened. The rca was bypassed but the valve remained in the patient. The patient¿s sinotubular junction diameter was 27mm and had moderate calcification, the sinus of valsalva diameter was 29mm and the native leaflets had bulky calcification. The native annulus area measured 570mm2 by tte and 531mm2 by CT.

Manufacturer narrative:
Additional information was received that the valve serial number was incorrect. A corrected supplemental report is being submitted. (B)(4).

Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, and coronary flow obstruction are known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien xt valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and consider aortogram during valvuloplasty to assess coronary flow. In this case, bulky leaflet, and moderate sinotubular junction calcification is a likely contributing factor for the annular rupture. Effaced coronary sinuses are a likely contributing factor for the coronary occlusion. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented.